Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Please clarify how the procedure was completed: 2. Please provide the source or title of external person providing answers to follow-up: 1. The procedure was a surgery of genital prolapse, in the realization of the first suture in the patient, the needle is dismounted from the thread. 2. There were no consequences for the patient. 3. The needle was completely dismounted from the thread. 4. Pharmaceutical biochemistry karen castro. 5. Sutures are not available because the client discarded them on the same day. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a prolapse procedure on (B)(6) 2025 and suture was used. During the procedure, the doctor performs the first pass of the suture and demonizes the thread of the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information: h6, h3, d4.